Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00585004202, distal femoral component, lot # 63644368, 00585000110, proximal tibial component, lot # 63295176, 00585002026, articular surface, lot # 62945227, unknown segmental stem extension. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04155, 0001822565 - 2019 - 05353, 0001822565 - 2019 - 05354, 0001822565 - 2019 - 05355.

Event description:
It was reported that in an unknown timeframe, the patient underwent a revision of the tka due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.